Manufacturer narrative:
Device was received with normal operating currents. Device also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was 180 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.